Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b5 b5: it was reported that the patient has recovered form the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was reported that the patient was not hospitalized for the event. The patient was treated with unspecified antibiotics for the event. At the time of this report, the patient was recovering from the peritonitis event. Pd therapy was ongoing. No additional information is available.